Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not fully infuse. This was discovered during patient infusion. The device contained 18000mg piperacillin/tazobactam in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction d9. D9: device available for evaluation: change from yes to no. D9: date returned to MFR: remove 05/23/2023 and add n/a (sample was not returned). Additional information was added to h4, h6 and h10. H4: device manufactured on november 28, 2022- november 30, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.